Event description:
This is a report of overinfusion and an asthma attack in a patient. This report was received by baxter (B)(4) on 08 september 2010. It was reported that on (B)(6) 2010, the patient was receiving her solution of terbutaline 100mg in 240 ml of baxter water for injection in a baxter lv2 infusor device. The patient suffered an asthma attack after running out of her medication. The asthma attack resolved and the patient recovered after her new shipment of medication came in and she returned to therapy. The patient receives 3 infusors at each delivery. The devices that were involved in this incident have been infusing over approximately 108hrs, not 120hrs as expected, thus the patient has been running out early (and possibly having a higher dose than prescribed. This is a case report 3 of 3 received by baxter (B)(4).

Manufacturer narrative:
(B)(4) the sample will be retrieved from the patient's home and forwarded to corporate quality assurance. According to the reporting facility, the product is stable in the fridge for 28 days after manufacture and is kept in a monitored fridge until delivery. They are then packed in protective fridge bags and delivered within 1 hour of leaving the pharmacy to the patient. Where upon the patient transfers the devices into their own temperature controlled fridge. The hospital has been preparing such devices for the patient since (B)(6) 2008. It's unknown if the patient was exposed to things she's allergic to. The patient receives terbutaline 100mg in 240ml. The hospital supplies 3 devices that should last 15 days. They re-supply every 14 days (which should give 24hrs spare) . The device that she had connected prior to delivery ran out at 06:00am (B)(6)2010. The hospital delivered her new devices at the usual time of 11.30am (B)(6)2010. No information regarding concomitant therapies could be provided.